Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The uninterruptible power supply (ups) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: b i71000481, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that it was reported that the mobile view station (mvs) battery dies when they are trying to move the system into the room.